Manufacturer narrative:
On 9/8/2015 a medtronic field service engineer (fse) arrived onsite for repair as discussed with the site previously. O-arm was in use for multiple cases and they could not provide access to the system. The fse returned to the site on 9/16/2015. He could not recreate system shutdown. Likely cause for this symptom was due to system not being recharged overnight. Also could not recreate 3d spin interruption. This was originally resolved by recharging system. He noted that there was no system information for ias (image acquisition system) in technical service console. Replaced system board which restored the system information block in tech service. Added system config file to d: data. System checkout performed. System passed all testing. Analysis of suspect system control board as follows: unable to confirm reported problem "system paused during 3d spin and would not spin." System control board was installed in test o-arm system and operated as expected. Fse was also unable to duplicate the problem on site, and indicated there may have been a low battery condition. No problem found. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spine surgery, when attempting to take a 3d spin, the o-arm system 'paused' and would not spin. They were able to take 2d scout images without issue. They re-booted the system and noted the same behavior. When going to re-boot a third time the system shut down on it's own. At this point the use of the o-arm was abandoned and a c-arm was used to complete the case. There was a 45 minute delay to case, no patient impact. After the case the rep took the o-arm out of the room, re-booted, and was able to complete a 3d spin. He also noted that the o-arm was not charged overnight.